Event description:
The patient reported that they had their pump replaced on (B)(6) 2013 and the procedure went fine and then friday evening she had a return of symptoms. The patient experienced burning from lumbar back, aching and just very painful. And shooting pains down to the back of my knee the patient had not felt pain like this in a long time. New pain was reported on the left side, but symptoms mostly on the right where she had them before. The patient reported that it's like the pump's not working. The patient planned to see their implant hcp on (B)(6) 2013 and their managing hcp (B)(6) 2013. The pump was used to deliver clonidine and dilaudid (hydromorphone).

Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).